Event description:
It was reported that there were difficulties positioning a right ventricular leadless pacemaker (lp) during an initial implant. Adequate mapping parameters could not be found. Fixation was attempted but unwanted movement from the fixation process led to lp becoming micro-dislodged and exhibiting low pacing impedance as a result. The lp was retrieved and not replaced. Patient was stable.

Event description:
New information received noted that the leadless pacemaker had not yet separated from the delivery catheter, so dislodgement did not actually take place.

Event description:
It was reported that there was difficulties positioning a right ventricular leadless pacemaker (lp) during an initial implant. Adequate mapping parameters could not be found. Fixation was attempted but unwanted movement from the delivery catheter led to lp becoming dislodged and exhibiting low pacing impedance as a result. The lp was retrieved and not replaced. Patient was stable.